Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was implanted with a straight leading haptic. After inserting the lens into the bag, the bag was found to be torn. There was excessive movement from the patient, so general anesthesia had to be administered and an anterior vitrectomy was done without further issue. Lens remains implanted.